Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No adverse patient consequences were reported.

Event description:
New information received notes that bluetooth low energy (ble) telemetry was restored with corrective programming intervention. No further patient consequences were reported.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.